Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological and discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated:"when blood was transferred into a tube, it was partially discolored to white."

Manufacturer narrative:
H6: investigation summary : bdj received one actual used samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded fm. Bd determined that the root cause of the indicated failure mode was attributed to embedded fm is indicative of resin colorant and/or resin adhering to the interior of the mold core and breaking free during production. This would typically be seen during the start of a run, or if the mold had to be stopped for maintenance and then restarted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological and discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated:"when blood was transferred into a tube, it was partially discolored to white."